Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum material in the syringe on multiple, intermittent occasions. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Customer's blood glucose level was 400 mg/dl.